Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the upper case, lower case, side bail covers and ring cover were broken, the battery contacts were compressed, the ring bail was bent and the serial number label was torn. (B)(4).

Event description:
It was reported that the front lens of the epg (external pulse generator) is cracked. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.